Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "while inserting the wire, the wire bent and provider was unable to advance. New wire was obtained and line placed. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Associated MDR: 9680794-2023-00015.

Event description:
It was reported that "while inserting the wire, the wire bent and provider was unable to advance. New wire was obtained and line placed. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Associated MDR: 9680794-2023-00015.

Manufacturer narrative:
(B)(4).